Event description:
The pt was complaining of instability which resulted in the knee dislocating. These events triggered the need for a revision surgery. The revision will take place on (B)(6) 2015. The plan is to remove the femoral and tibial insert components and change to a standard gmk knee with a thicker insert. MFR #3005180920-2015-00170.